Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor (cgm), vomiting, and nausea. The cause was unknown; however, customer's cgm was not available as customer did not have any non-tandem sensors. Bg was addressed via an unspecified insulin correction. No additional information was provided.